Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.6 inr. The patient's coumadin dose was held for 3 days based on the meter result. The doctor did not change the instructions when she received the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.